Event description:
Colonoscope biopsy channel became obstructed midway through procedure, preventing operating physician from performing subsequent polypectomies after the initial polypectomy was done. Also unable to pass a sclerotherapy needle to tattoo a small lesion for later exam because of obstruction.